Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device tips began glowing red hot. This occurred during the procedure, in the pt's leg, after the toggle activation switch was released. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The hospital reported no problems with the extension cable and they follow recommended sterilization procedures.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).